Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). It was reported that patient has been trying to charge all morning and is now on his 3rd day without any charge. During the call pt rep stated patient started convulsing and didn't know what to do. Pt rep was going to call the the doctors office but not sure if they needed to call 911. Pt rep stated patients body is curled up and wondering how long patient can stay that way with electricity going through the body. Additional information was received from patient representative (pt rep).  Pt rep called back and repeated information regarding recharger not working and patient going into convulsions due to ins losing charge. Pt rep noted that the convulsions affected the patient's whole body and patient has no control over anything.  Additional information was received from patient representative (pt rep). Pt rep called back checking on status of patient's recharger replacement. Pt rep stated they have not received replacement recharger yet and reported it is an emergency and patient cannot wait. Pt rep reported patient's battery has gone dead and repeated having problems with their charger. Pt rep reported patient is unable to handle the phone, can barely drink out of a straw to get liquids, and cannot use their hands to eat. Additional information was received from patient representative (pt rep). Patient representative called and said that they received the recharger, wasn't sure how to use it but charged up the recharger, said that it took two hours and then charged the implant which took 3 hours however patient's symptoms haven't improved. Patient asked if the implant turns off when implant battery is completely depleted. Reviewed therapy information and confirmed that therapy turns off when implanted battery is completely depleted. Pt rep said that they no longer have a patient programmer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that convulsions were due to patient not charging implantable neurostimulator. Rep reported that there was no malfunction with the implant. Rep reported that patient received new recharger and that resolved issue of depleted battery and convulsions.